Event description:
New information received indicates that the lead was damaged during explant procedure.

Event description:
It was reported that the patient's atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch and pacing inhibition. The lead was explanted and replaced. The patient condition was stable.